Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital. The contact did not provide further information at the time of the report. Although requested, additional information was not provided.